Event description:
During an unknown procedure the stapler fired but would not release from the spaple site. Lung tissue damage occured at the staple line area. Unknown how the case was completed. There was no patient consequences reported.